Event description:
It was reported that the patient received 27 shocks and the egms appeared to show emi (electromagnetic interference) and not a lead fracture. Later the patient received two more shocks, and there was oversensing, sensing difficulty, noise, and high atrial and ventricular pacing impedances greater than 3000 ohms. The patient was brought into surgery and the doctor noticed that the header was loose and could be wiggled. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.